Event description:
It was reported this was an arteriotomy closure of a common femoral artery via an 8f sheath hole while performing a transcatheter aortic valve repair (tavr) procedure. Reportedly, three prostyle devices failed. The sheath was upsized to 14f, and the procedure was completed. After the procedure, a dissection was noted; therefore, a stent was placed for treatment. It was suspected all of the prostyle devices cause or contributed to the dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The patient effect of vascular dissection is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. The additional devices referenced in b5 are being filed under separate medwatch reports.